Event description:
A pt with a tracheostomy tube presented to the hospital complaining of dyspnea and was admitted. The physician attempted to pass a suction catheter through the pt's trach and was unable. The pt was intubated and bronchoscopy was performed. The brochoscopy revealed that the tracheostomy tube was damaged. A portion of the reinforcing wire was embedded into the wall of the right mainstem bronchus and was covered with granulation tissue. Surgery was attempted to remove the obstruction. The pt is reported to have expired due to respiratory failure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.